Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to have telemetry disabled upon an interrogation. The device was subsequently explanted and is available to be returned for analysis. No adverse patient effects were reported. More information was requested.